Event description:
It was reported that there was a flow error. There was patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided at the customer's request.